Manufacturer narrative:
A ge svc rep performed an on site investigation. The motron and generator printer circuit boards were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the table displayed a communication failure error message. No report of pt injury.